Event description:
It was reported that the patient experienced shortness of breath and heaviness. Upon interrogation, the right ventricular lead exhibited low r wave amplitude. All other electrical measurements were in range. Echocardiogram was performed and revealed pericardial effusion due to perforation. The patient was okay. No intervention was performed and the physician elected to monitor the patient.